Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In-situ measurements show various electrodes with high impedance and short circuits. A head injury cannot be excluded. The patient has minimal hearing perception.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show four electrodes with high impedance and two involved in short circuits. No further information available at this point in time.